Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a methicillin-resistant staphylococcus aureus infection and it was decided to explant their cardiac resynchronization therapy defibrillator (crt-d) system. During laser lead extraction, after the right atrial (ra) and right ventricular (rv) leads were removed, the patient developed tamponade and deteriorated quickly. It was found the patient's superior vena cava (svc) had been perforated. The patient was unable to be revived and passed away.